Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: there are four photographs received from the customer. No sample has reached us yet probably due to lockdown in the country. So the investigation is performed on the retention samples of lot number 9278607 of the material code 302936 that is available for investigation the DHR was reviewed for the batch number 9278607 and there was no reported complaint or qn raised on the same. The is a first complaint on batch number 9278607 of the material code 302936 . The investigation team tried to simulate the defect on the korea machine and found that the machine is already having a sensor system in place that detects the products which are without any shield/ cap. These needle detection sensor are installed on our syringe loaders of the machine, the sensors are working well and are successfully able to sense and reject the shield-missing- product. The miss of shield-missing ¿product, has occurred after syringe passing through the sensors and before primary packaging. We are currently exploring a system which will be able to detect this defect after syringe loaders, meanwhile as we have received this complaint we have trained the secondary packaging associate, who does the manual packing of syringes in shelf box, to remove the defect when it comes in secondary packaging and scrap the defective piece. Complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time (B)(4). OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4).

Event description:
It was reported that the syringe 3ml ls 23x1in tw emerald korea experienced a damaged or open unit package/seal where sterility was compromised. Product defect was noted during use. The following information was provided by the initial reporter: no cap.